Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there is a speaker malfunction error message and did not confirm presence of sound. The device was not in use.

Event description:
The customer reported that there is a speaker malfunction error message and did not confirm presence of sound. The device was not in use. There was no adverse event reported. The philips field service engineer confirmed the speaker issue and the customer was provided a replacement device mx40 to resolve their issue.